Manufacturer narrative:
(B)(4). The devices were requested, however the customer stated the pump module and pcu remain sequestered with risk mgmt and are not available for eval at this time. A f/u report will be submitted should the devices be returned for eval.

Event description:
Report received that customer discovered "a possible issue behind what has caused a free flow incident". The customer stated that tpn was programmed to infuse at 50 ml/hr but after 3 hrs, 1000 ml infused. The pt's blood glucose was elevated (value not provided) and had to be treated with insulin (amount of insulin required not provided). The customer stated their internal investigation identified the pivot latch screw on the door had "backed out" causing the door to close incompletely and allowing unregulated flow. There was no long term pt harm reported.